Event description:
It was reported that post paced t-wave oversensing resulting in non sustained lead noise episode was observed. Reprogramming was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.